Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no actions or interventions have been taken to resolve the issue and the patient still has to charge daily because the battery is running down quickly. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the rep told the patient that they did not think the equipment was working right. The patient also said he does not think anything is wrong. The patient said that the ins depletes quicker from 50% to 0% than from 100% to 50%. The caller said that when he went to bed at night it had a half a battery charge. The next day the patient was readjusting the voltage and could not see anything on the battery. It dropped quick. The patient said the battery charges quickly from 0-75% and then takes 2.5-3 hours to charge from 75%-100%. The patient said that he was reprogrammed 6-7 months ago. The patient started a charge session over the phone and reported all 8 coupling boxes. The patient said he had an MRI about a month ago and noticed these issues after the MRI. The patient said he went into MRI mode, but the MRI and x-ray machines were old and "got hot and quit." The patient was recommended to follow up with hcp/manufacturer representative (rep) to see if the issues experienced were normal with the device programming.